Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted after the patient reported discomfort due to a thrombosis in his arm. New system was implanted on the right side.